Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The report stated that the generator will work with or without rem self activating.